Manufacturer narrative:
The insulin pump had intermittent button/keypad due to moisture damage on keypad trace. No ramping anomaly noted during testing.

Event description:
The customer reported via phone call that numbers ramped after pressing up and down arrow button. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.